Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The insulin pump also went into threshold suspend mode. The blood glucose reading was 90 mg/dl at the time of the call. The customer stated that in the morning, the sensor glucose reading was 220 mg/dl, which the customer bolused for; after treatment, the sensor glucose read 30 mg/dl. The customer changed the sensor and received a low alert when the sensor glucose reading was 45 mg/dl, compared to the blood glucose reading of 79 mg/dl. Advised the customer to monitor the issue and treat based on blood glucose reading, not sensor glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.